Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's underwent surgical wound debridement due to necrotic tissue at the ipg site. After debridement the wound has healed properly.